Event description:
Pt had a PICC line inserted 2001 for IV antibiotic administration at home for osteomyelitis. Per visiting nurse, 3 days later PICC line was removed "intact" due to a leak. Later in the day pt experienced chest pain and came to the ER for cardiac evaluation. Examination of the PICC line showed a 5 cm piece at tip missing. 3 days later a new PICC line was placed, x-rays done to check placement and the 5 cm piece was found in the pulmonary artery.